Event description:
Profound and permanent neurological injuries [nervous system disorder], paralysis [paralysis], copper depletion [blood copper decreased], excess zinc [blood zinc increased], profound and permanent physical injuries [injury], neuropathy [neuropathy peripheral]. Case description: an attorney reported that their client, an adult male age (B)(6), used fixodent denture adhesive, form/version unknown, poligrip denture adhesive, super poligrip original denture adhesive, and super poligrip extra care with polyseal denture adhesive on his dentures and reported the following: neuropathy attributed to excess zinc resulting in copper depletion, profound and permanent neurological injuries, and profound and permanent physical injuries which have left him unable to perform his normal, customary and daily activities rendering him in a severe state of paralysis. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation. Add'l info - otc device, otc product: yes.